Event description:
A report was received that the pt will undergo a revision due to a lead anchor bulging out and causing discomfort. The physician plans on opening the incision site and burying the anchor deeper. The revision is scheduled for a later date.